Event description:
I took a pill (capsule) zyprexa or geodon and my heart started thumping. Prior I asked my doctor dr. (B)(6), would it hurt me. I received no med sheet and my case worker at the time was trying to make me take the drug also. The zyprexa told to me it was "safe" and my case worker and doctor (dr. (B)(6)) were almost forcing it on me without an information sheet. It's been changed all except the lead (B)(6) 2015 by (B)(4). I was told by (B)(4) customer service that in 2006 some were factory defective. Lack of attention to therapies. Refusal to provide very helpful medical information. On my unit (pinel).